Event description:
Reportable based on device analysis completed on 26sep2025. It was reported that the coil got stuck in the catheter. A 12mm x 40cm interlock-35 was selected for portal vein embolization. However, during the procedure, it was noted that the coil got stuck in the catheter and could not be deployed. The procedure was completed using an alternate device. There were no patient complications as a result of this event. However, device analysis revealed the main coil was detached at the coil arm section.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the patient, but further information was unable to be obtained. If additional details become available, a supplemental report will be submitted. Device evaluated by MFR: the main coil, the introducer sheath and the delivery wire were returned to our post market quality assurance laboratory. Visual and microscopic inspections were performed, and it was observed under magnification that the main coil was bent, stretched and detached at the coil arm section. Dimensional inspection of the main coil and delivery wire revealed the components were within specifications. No other issues were identified during the product analysis.